Manufacturer narrative:
Method: device history review;results: the product was not returned therefore a full evaluation of the device was not performed. However from the communication log the all-in-one guide was not utilized to seat the screw the final 1-2mm. According to the surgical technique, the all-in-one guide must be used at all times and free-hand use of the instrument is discouraged as it could result in damage to the screwdriver/screw.conclusion: a plausible root cause for the tip fracture may be failure to adhere to the correct operating procedures of the instrument; however, this cannot be verified as the device is not readily available for evaluation.

Manufacturer narrative:
Method: device history review;results: the all-in-one guide was not utilized to seat the screw the final 1-2mm. According to the surgical technique, the all-in-one guide must be used at all times and free-hand use of the instrument is discouraged as it could result in damage to the screwdriver/screw.conclusion: a plausible root cause for the tip fracture may be failure to adhere to the correct operating procedures of the instrument; however, this cannot be verified as the device is not readily available for evaluation.

Event description:
It was reported that the surgeon implanted a cage and followed with self drilling screws.the inserter was removed and one screw was proud anteriorly. In an attempt to seat the screw fully, the tip of the straight screwdriver broke of into the head of the screw. The rest was retrieved successfully.

Event description:
It was reported that the surgeon implanted a cage and followed with self drilling screws.the inserter was removed and one screw was proud anteriorly. In an attempt to seat the screw fully, the tip of the straight screwdriver broke of into the head of the screw. The rest was retrieved successfully.